Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06c37-78, that has a similar product distributed in the us, list number 01l79. The complaint investigation for (B)(6) results for one patient tested with the architect anti-hcv assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing with the complaint lot number. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Field data review showed that the number of standard deviations to the cut-off and the median of the population tested with the complaint lot were within established limits. Return testing was not completed, as returns were not available. Specificity testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot number 09623be01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. No (B)(6) results were obtained. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed a (B)(6) architect anti-hcv result for a (B)(6) female patient with chronic kidney disease stage 5, who is on hemodialysis. The following data was provided (B)(6): on (B)(6) 2020, initial result was (B)(6), no repeat results were performed. The medical provider questioned the results. The patient was put on a dialysis machine for patients testing (B)(6) for infectious diseases based on her (B)(6) result. The medical provider asked that the patient sample be tested for (B)(6), the result was (B)(6) (reference value (B)(6)), which was (B)(6). Additional laboratory testing was provided: (B)(6). The patient did not receive any other treatment based on the (B)(6) result.